Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7117503, medical device expiration date: 2022-04-30, device manufacture date: 2017-05-16. Medical device lot #: 7054852, medical device expiration date: 2022-02-28, device manufacture date: 2017-03-22. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter described as "water like" and "sticky" on the catheters. No serious injury or medical intervention reported.

Manufacturer narrative:
Additional information: fifty sample units from lot number 7117503 and 20 sample units from lot number 7054852 were received for evaluation by our quality engineer team. A device history record review did not reveal any issues during the production of lot numbers 7054852 and 7117503 that could have contributed to the reported/observed defects. Through analysis of the provided samples, droplets were observed on the sample catheters. Through fourier-transform infrared spectroscopy analysis, the droplets were identified as silicone. Silicone droplets occur when an excessive amount of silicone is dispensed during the catheter siliconization process. The silicone droplets do not cause damage to the user as the silicone is applied to aid in the insertion of the catheter during venipuncture. A corrective action plan (CAPA 450094) was initiated to further investigate this issue and prevent its recurrence.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter described as "water like" and "sticky" on the catheters. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter described as "water like" and "sticky" on the catheters. No serious injury or medical intervention reported.